Manufacturer narrative:
This supplemental report is being submitted to additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor gertinge using peracetic acid. As a result of the microbiological test by the user facility, no microbe was detected from the sample collected from the subject device. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus key med ltd, (okm). In the evaluation of okm the following was confirmed; leakage of the bending section. Angle was out of specification. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the following microorganisms were found from the bronchial washing samples using subject device. The periods during which the patients have been infected are as follows; (B)(6) to (B)(6) 2019: unspecified microorganism was found on the sample of 18 patients. After (B)(6) 2019: serratia marcescens and pseudomonas putida were found on the sample of 13 patients. Other detailed information such as the outcome of patients and reprocessing method were not provided. Omsc is submitting 31 medical device reports according to the number of the infected patients. This is 30 of the 31 reports.